Event description:
It was reported that the atrial lead exhibited noise over-sensing. During a device changeout procedure on (B)(6) 2024, the atrial lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.